Event description:
On 02/25/2025, doctor ((B)(6)) reported to cas that they experienced a radial tear during procedure ID#(B)(6)

Manufacturer narrative:
The scheimpflug images and procedure were reviewed. The eye is stable, and the capsulotomy looks completed. There is some reflectivity on the cornea detected, which could affect the quality and strength of the capsulotomy. No further clinical follow-up required.